Event description:
It was reported that an 8fr 40cc iab was inserted using the introducer sheath provided. The physician decided that this iab wasn't suitable for the pt and removed the iab and attempted to insert an 8fr 30cc iab through the indwelling introducer sheath. The iab wouldn't advance, so the sheath was removed and replaced. Then the iab was successfully inserted. There were no pt complications.